Event description:
It was reported that the patient presented with discomfort due to phrenic nerve stimulation (pns) which was caused by the left ventricular lead. It was also noted that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.